Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was planned to be implanted in a patient for an unknown treatment. It was reported that after unpacking the device, heparinized saline solution mixed with contrast was injected into the balloon to remove air from the balloon. However, there was an opening in the balloon, from which the contrast solution was flushed out. The physician reported the cause of the event to be suspected initial failure of the device. The reliant balloon was immediately replaced with another reliant balloon, the procedure was continued and the event was reported to be resolved.no additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Device evaluation summary: negative prep was performed, and a leak was detected. On pressurization of the device a leak was detected from the body of the balloon. Visual inspection confirmed the presence of a short partial radial tear on the outside of a balloon fold. The balloon material was slightly jagged and uneven at the tear site. If information is provided in the future, a supplemental report will be issued.